Event description:
Medwatch form received reports: "md attempted insertion of a triple lumen central line into right ij vein. Using seldinger technique, a guide needle was inserted into the ij and then a wire was introduced and the needle removed. A skin nick was performed and then dilation was attempted with the included dilator. The dilator would not easily pass through the soft tissue and eventually led to the wire bending. This was removed and a second attempt was performed with a new kit - the same problem was encountered. A third attempt was made with a third kit at a new insertion site but the same problem occurred. Finally, a dilator from a different model kit (a cordis introducer) was used with success and triple lumen was placed."

Manufacturer narrative:
(B)(4). Medwatch report# (B)(4).

Event description:
Medwatch form received reports: "md attempted insertion of a triple lumen central line into right ij vein. Using seldinger technique, a guide needle was inserted into the ij and then a wire was introduced and the needle removed. A skin nick was performed and then dilation was attempted with the included dilator. The dilator would not easily pass through the soft tissue and eventually led to the wire bending. This was removed and a second attempt was performed with a new kit - the same problem was encountered. A third attempt was made with a third kit at a new insertion site but the same problem occurred. Finally, a dilator from a different model kit (a cordis introducer) was used with success and triple lumen was placed."

Manufacturer narrative:
(B)(4). Medwatch report# mw5109766. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.